Event description:
Customer reported he was hospitalized. Customer stated he forgot to take a snack before going to bed and his blood glucose might of gone low due to this. Customer went to the emergency room with blood glucose of 29 mg/dl. He was admitted after treatment with blood glucose was 129 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.